Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). (B)(4). Implant date ¿ (B)(6) 2016. Concomitant medical product: catalog #: 00595203014, nexgen complete knee solution articular surface cruciate retaining size yellow, lot # 62788799; catalog #: 00575201601, nexgen complete knee solution cr-flex femoral component size f, lot # 62252489; catalog #: 00597000010, patient spec knee bone models, lot # 16.224519; catalog #: 00597000016, cr flex CT psi guide, lot # 16.224519; catalog #: 00625006535, bone scr 6.5x35 self-tap, lot # 63284558; catalog #: 00625006535, bone screw self-tapping 6.5 mm dia. 35 mm length, lot # 63252283. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to device being still implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04910 and 04912. Device is still implanted in patient.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient underwent a procedure approximately thirteen months post-implantation due to anterior knee pain. No implants were removed during the procedure; however, a nexgen all poly patella was implanted. No additional patient consequences were reported.